Event description:
Reporter alleged the blood glucose monitoring inform system base unit had a "couple" of the connector "pins are black on the right side with the hexagon facing forward." No actions were reported taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.